Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of stimulation and therapy. The patient reported that their battery was dead and they did not feel stimulation at all. Their head was killing them and the pain had returned. The patient tried increasing stimulation as high as it could go, but they were still not feeling stimulation. During troubleshooting it was determined that the implant was not dead as the patient was able to sync and get to the therapy screen. The patient only had one program. The patient stated that they were involved in a mild car accident about a year ago. Their health care professional (hcp) checked them and stated that everything was fine, but the patient stated that the hcp did not check the device. It was also reported that they had been going through security scanners once a week for the last month to visit a family member in jail. The patient programmer confirmed that stimulation was on and set to 1.85 v. It was stated that the patient did not have the ability to change stimulation. These issues had been occurring for the past week.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.